Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately displayed an "attach pads" message. The complainant states they unplugged the pads from this unit and plugged into another unit to proceed with call. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. There is indication that the pads were discarded.